Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer's blood glucose was 280mg/dl. Reportedly the customer continued to use the pump for insulin therapy.